Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 19 mmol/l and they took manual injections to treat it. Customer stated that the battery exploded inside the insulin pump and now it wont turn on. Customer stated that the display was not blank less than 30 seconds. Customer stated that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated that the contacts on the battery cap neither missing nor damaged. Customer stated battery compartment was corroded. Customer stated the spring was corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube, and corroded electronic assemblies. Unable to perform displacement test, rewind, basic occlusion test, force sensor test, occlusion test, self test, and current measurements or verify unexpected battery power loss anomaly due to display anomaly.